Event description:
While performing orif on pt's 5th metacarpal, the md was drilling into the pt's bone and the drill bit broke. Attempts to remove the drill bit were unsuccessful leaving a 1.5 cm piece of drill bit in bone.